Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with intermittent button response due to flattened up and down button dome switches. The insulin pump was received with stripped battery cap coin slot, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose was running low. The customer was hospitalized with a low blood glucose of 43 mg/dl. The customer was having severe chest pains. He was treated with glucose. The customer was wearing the insulin pump at the time of the event. The drive support cap was found to be protruded. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector during our visual inspection. The insulin pump passed the displacement accuracy test.